Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via data transmission with the left ventricular lead exhibiting a change in threshold. The patient was brought in for a check up which the patient had previously complained of shortness of breath. The lead was tested and found that it had failure to capture. On (B)(6) 2014, the lead was explanted and replaced successfully. The patient tolerated the procedure well.